Event description:
It was reported at the last refill "most of the drug was aspirated" from the pump. The hcp made the patient aware that her pump was part of a field action. The patient remained at home. No symptoms were reported. Additional information has been requested but was not available on the date of this report.